Event description:
It was reported that after surgery, it was discovered that the reamer was cracked. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. No foreign particle was retained by the patient. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: canada. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this complaint was a duplicate. The initial report was forwarded in error and should be voided. This event was reported on MFR- 0001822565-2024-04044 on dec 23, 2024.

Event description:
This is a duplicate.